Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The buckle inside the handle shell was damaged, the motor head fell off. There are several depressions on the head. Extrusion rotor operation has abnormal sound, the head cover did spring. The drive shaft was rusted and running stuck.

Event description:
Additional information received indicating that no injury resulted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it has been reported that x-smart w/contra angle eur stopped working. A request for further information.